Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during an enteral feeding device placement procedure. According to the complainant, when the button was pulled, the catheter detached from the button without resistance. The procedure was not completed and rescheduled for several days later, due to this event. The patients condition was reported as stable, and no serious injury occurred.